Event description:
It was reported that the patient experienced approximately 30 minutes of dexcom g7 signal loss while using the ilet system, then restored connectivity by toggling bluetooth, restarting the ilet, and re-entering the sensor code, after which data transmission resumed. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included user-led troubleshooting and education regarding reconnection steps. Investigation of this case revealed a transient loss of cgm communication without an identified responsible device, resolved by standard reconnection procedures, with no evidence of device malfunction. It was concluded, based on similar reports of intermittent connectivity loss, that the cause was temporary communication disruption of undetermined origin.